Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 failed intermittently. A field service engineer reported that no failures were detected. The field service engineer checked the latches and confirmed that grease had already been applied. The field service engineer then replaced the microswitches on the latch for door 3 and cleaned the contacts of the molex connector to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door could not open and failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.